Event description:
Complaint received that the siderail was not staying in the up position. No injury alleged.

Manufacturer narrative:
Technician found left siderail end tube was broken. Replaced the tube to resolve this issue. Bed located on first floor.